Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "early or late postoperative, infection, and allergic reaction."

Event description:
It was reported that a patient enrolled in a clinical study underwent left total knee arthroplasty on (B)(6) 2003. Subsequently, the patient underwent irrigation and debridement of the left knee due to wound dehiscence. No components were removed.